Event description:
The MFR received info alleging a ventilator's faceplate was broken. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's lcd display screen was replaced due to physical damage.